Event description:
Siemens healthineers was notified of an issue with the axiom luminos tf system during use on a patient. While there was a needle placed in the patient for a lumbar puncture the digital imaging tower (dit) moved downwards and bent the needle when the corrugated hose of the 3d overhead tube dragged across the top of the dit and pushed it downwards with its weight. No patient injury was communicated to siemens healthineers.

Manufacturer narrative:
Initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: no system malfunction was identified. The user had not put the dit into park position and had not applied the brake that would have prevented the dit from lowering before performing a lateral examination with the 3d overhead tube. The investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.